Event description:
The clinician reports the implant was inserted (B)(6)2025 in ada 18. Details of surgery: implant surface not completely covered with bone, sinus augmentation and immediate extraction site. On (B)(6)2025, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.